Event description:
Procedure: laparoscopy. According to the report: the client reports that the surgeon could not remove the instrument from the trocar, though the instrument was angled at 0 degree and the jaws were closed; the surgeon noticed that the rod holding the jaws had moved towards the outside; finally, the surgeon managed to put the rod back in its place to remove the instrument.

Manufacturer narrative:
(B) (4)